Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited loss of capture. Diagnostic imaging revealed the lead had dislodged. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.